Manufacturer narrative:
Citation: shebani et al. Right ventricular outflow tract reconstruction using contegra valved conduit: natural history and conduit performance under pressure. Eur j cardiothorac surg. 2006 mar;29(3):397-405. Epub 2006 jan 24. Earliest date of publish used for event date. Averages used for patient gender, age and weight. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding right ventricular outflow tract (rvot) reconstruction using contegra valved conduit. All data were collected from two centers between january 2000 and april 2003. The study population included 62 patients (predominantly male, median age 13.8 months, median weight 8.9 kg), all of which were implanted with a total of 64 medtronic contegra valved conduits (no serial numbers provided). Among all patients seven deaths occurred (four early within 30 days of implant and three late during median follow-up of 14 months). Of these seven deaths, only one death was deemed conduit-related. A (B)(6) newborn with pulmonary atresia (pa), ventricular septal defect (vsd) and multiple aorto-pulmonary collateral arteries (mapca) underwent repair with a 12-mm conduit. At five days post-implant the patient suddenly arrested with profound hypoxia. Postmortem analysis found a completely thrombosed conduit. No further details were provided on this event. Based on the available information, medtronic product may have caused or contributed to this death. Among all patients adverse events included: severe conduit regurgitation, severe conduit stenosis, significant conduit dilatation, conduit thrombosis, endocarditis, and conduit-related surgical reintervention. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.